Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780 superseded by mdd CAPA-001226. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿reducing metal ion release following hip resurfacing arthroplasty¿ by david j. Langton reports on investigation of the relationship between volumetric wear rate and serum metal ion concentrations and establishment of the incidence of excessive metal ion release following resurfacing with commonly used devices. It also identifies cup orientations associated with lowest ion concentrations for each device and proposes mechanisms leading to increased wear. Three resurfacing devices studied: asr (depuy), bhr (smith and nephew) and the conserve plus (wright medical technology) were studied in 723 patients (446 men and 277 women) from two sites. Site 1 (united kingdom) ¿ 223 patients (mean age 56 years (25¿83 years) with asr. Site 2 (belgium) - 271 patients (mean age 51 years (25¿83 years) with asr. All explants that were found to have extremely high wear rates were found to have edge loading of the acetabular components. Increasing serum co concentrations were associated with increasing inclination angle of the asr cup. The asr proved to be extremely sensitive to both increased and decreased anteversion. Of all the patients with the asr device in this study, 23% were found to have co concentrations greater than 7 mg/l related to the zone of cup placement. The asr device was found with increased failure rate and to have a hazard ratio of 7.58 compared with the bhr device. Direct comparison of the 3 devices with all patients and all results included showed a significant increase in the failure rate of the asr device compared with the bhr and c+ devices. A (B)(6)-year-old female patient with bilateral asr resurfacings had right asr failed at 19 months, the left failed at 58 months. Both failures were secondary to pain, large joint effusions, and areas of tissue necrosis. The right cup and left cup were placed with anteversion angle of 570/270 respectively. The femoral component showed signs of anterior rim loading with possible anterior subluxation. The left cup was placed with inclination/anteversion angles of 410 /00 . The wear scar is directed in an opposite direction to the right, indicating posterior rim loading and subluxation. The time to onset of pain in the left hip was much longer compared with the right and this potentially reflects the less steep increase in metal ion levels associated with low cup angles as opposed to high cup angles. Asr hip implants were found to be associated with the events. Impacted product: unknown hip acetabular cup (asr) and unknown hip femoral head (asr). Patient code: pain, large joint effusions, tissue necrosis, possible anterior joint dislocation (partial), blood heavy metal increased. Product experience code: implant dislocation- hip (unknown hip acetabular cup and unknown hip femoral head) ¿ for sub lux or luxation (dislocated). Implant position- mispositioned (unknown hip acetabular cup) ¿ for acetabular cup malposition. Implant bearing wear- metal (unknown hip acetabular cup and unknown hip femoral head) ¿ for metal wear. The other products would be coded for ¿no reported product problem¿.